Manufacturer narrative:
The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The excessive no delivery test was unable to be performed due to prime anomaly. The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. The device was monitored and there were no blank display anomalies or unexpected battery out limit alarms. There was no damage on the lcd isolation tape. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube and cracked display window. The device was received with minor scratches on the display window, corroded battery tube and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call blank display, battery out limit alarm and damage on the insulin pump. Customer advised the blank display issue has caused the customer high blood glucose levels. Troubleshooting for blank display was performed. The display screen did not return. Customer declined to troubleshoot for battery out limit alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.